Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had blood in the line. No patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that the cs300 intra-aortic balloon pump (iabp) had blood in line. Patient involvement is unknown. A getinge field service engineer (fse) inspected unit and found condensation. Removed condensation to resolve issue. Fse performed a pm, a full calibration, and tested the unit. The equipment works to manufacture's specs, unit passed all functional and safety testes. Unit returned to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had blood in the line. It is unknown under what circumstances the event occurred and if the patient is involved. However, there is no patient harm or injury reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.